Event description:
Initial implant was performed in 2004. Three weeks later a follow up visit revealed a web crack between the proximal peg and k-wire holes. The pt did not identify and specific action or event that may may have caused the plate fracture. The x-rays taken in july, pre-explant, show apparent separation of the plate head from shaft. Explant was performed and a replacement dvra-r (distal volar radius anatomical plate-right) was implanted.